Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unspecified alarm, which was experienced as a load set alarm. Evaluation found that the unit was unable to recognize the slide clamp in the keyhole assembly and confirmed this through a review of the event history log. Visual inspection of the keyhole assembly revealed fluid residue inside the cup of the keyhole, causing the load set alarm. The keyhole assembly was replaced to correct the condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-09790 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down and displayed an error during therapy in the pediatrics care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.